Event description:
It was reported through the filling of a lawsuit that pt allegedly underwent right hip replacement surgery in 1998 utilizing a stem supplied by smith and nephew and a ceramic femoral head by howmedica which allegedly loosened 3 months ago requiring revision.